Event description:
Customer reported to beckman coulter, inc. (Bec) that after performing routine maintenance on the unicel dxc 800 synchron system, they noticed that the cup was not draining properly. Customer reported that between 1 to 2 ml of albumin reagent overflowed. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the albumin module was overflowing due to debris build up in drain line. The fse bleached out the module and lines to resolve the problem.

Manufacturer narrative:
(B)(4).